Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported medical visit and the event of moderate ketones. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone17.5, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient sought medical attention on (B)(6) 2026, for symptoms associated with high blood glucose, including ketones, frequent urination, abdominal pain, and aggression. At the time medical attention was sought, the patient was not wearing a pod because the available pods were reported as unusable due to an affected lot. The parent reported that the need for medical attention was related to the inability to use the pods. The medical visit lasted one day, with discharge on (B)(6) 2026. The diagnosis provided was moderate ketones. Treatment included a ketone correction scale to address high blood glucose levels. Specific blood glucose values were not reported.